Manufacturer narrative:
The reported complaint of metal debris or fragments from the devices could not be confirmed. Visual inspection found both the hysteroscope and the resecting device were intact with no grinding marks or physical damage to the edges and surfaces of the device. The returned devices did not have any physical damage or wear and functioned as intended, therefore the root cause of the complaint event is inconclusive.

Event description:
Customer was using the coral scope and flex+ resecting device to resect a large septum. Was making good progress, then saw what looked to be metal fragments within the cavity. Customer switched to blunt scissors to cut septum. Case aborted due to patient discomfort.